Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left circumflex artery. A 32x3.00mm promus premier¿ drug-eluting stent was deployed successfully. However, after post dilation, an edge dissection in the distal part of the stent was noted. To cover the dissection, a 2.5x16mm promus premier¿ stent was then deployed distally to the first stent in an overlapping manner. The procedure was then completed. No patient complications were reported and the patient's status was stable.